Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the implantable pulse generator (ipg) moving in the pocket site. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19116811/19160097/19116810/19312006.